Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor an (B)(6) old female patient in cardiac arrest, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and multi-function electrodes and both the device and electrodes performed to specification. The device was recertified and returned to the customer. Review of the device activity logs indicates that the electrodes were applied to the patient an hour into the case. It does appear that the electrodes are connected to the device, but there is no evidence that they are connected to the patient (no impedance). The device then recognizes a patient connection an hour into the event, however, we can tell the device is not in the pad ECG view at that time. This device is configured to power on in manual mode. In manual mode, the end user is in full control of the device, including lead selection and delivery of therapy. In this mode to assist in manual defibrillation, the device will automatically switch to the pads lead view when a defibrillation softkey (energy select, charge, shock key presses) or a rescue softkey (analyze key press) is selected. The logs show that the user did not attempt to discharge during the event, which means that the device remained in the lead view. Based on our review of the clinical files, there is no evidence of a device malfunction. Analysis of reports of this type has not identified an increase in trend.